Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of a bio-set vail containing the lyophilisate in which when the cap was removed from the top of the set, it was covered with a stinky oily layer. That oily substance had an acrid small like chemical thinner similar to turpentine or petrol or machine oil. This condition was noticed before usage. There was no reported patient involved or medical intervention. No additional information is available.